Event description:
Information was received from a patient (pt) who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the pt had back surgery, and that their healthcare provider (hcp) disconnected the tube that goes into their spine to put the medication in. Pt stated that their pump is now offline and reported experiencing extreme pain after the surgery. For the event date, pt stated (B)(6) 2025, they thought.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 31-jan-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.